Event description:
It was reported that the asymptomatic patient presented in clinic for normal follow-up. Externalized conductors were observed via fluoroscopic imaging. No electrical anomalies were detected. Lead was cut and capped and a portion was returned for analysis. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.evaluation description: a partial lead with the connector pin measuring 17.6cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.